Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was/were identified which occurred in the therapy initiated on (B)(6) 2014 at 20:26:01. During night drain cycle four, the patient's ultrafiltration reading was 1524ml, indicating the home patient (hp) drained 1524ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. This is an ancillary service event. The cause was determined to be a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.